Event description:
A systsem error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/5 of her automated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected during therapy for an unknown reason. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident.